Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited low impedance measurements. It was confirmed the lead had perforated the heart. Therefore, the lead was removed and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
It was noted the lead would not be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.